Manufacturer narrative:
It was reported that the migration was observed that placed stent migrated to near the small intestines from placed region. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However it was reported that the relevant device was not removed from the patient when the additional stent was placed on (B)(6) 2017, and there was no additional information from the hospital whether the relevant stent was removed from the patient. Thus, it is hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. According to device history records, there was no problem with that device. So it is difficult to judge migration by device malfunction. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2017, dct2012bp was placed. On (B)(6) 2017, it was confirmed that a placed stent was not migrated with x-ray examination. On 2017, since the patient vomited, x-ray examination was performed and the migration was observed that placed stent migrated to near the small intestines from placed region. On (B)(6) 2017, ddt2212 was additionally placed the same region where dct2012bp had placed. The surgeon commented that he believes this case is a complication caused by using covered stent.